Event description:
Customer called reporting unexpected negative reactions on the echo. They ran a donor segment that came up as d negaitve with both the series 4 and 5.

Manufacturer narrative:
Review of the instrument images showed negative reactions with the anti-d seires 4 and 5, both reactions were given well scores of 0. No further unexpected negative reactions with anti-d have been reported since switching to a new vial of the same lot of anti-d series 4 and a new vial of the same lot of anti-d series 5. In-house donor samples of various rh phenotypes were tested with retention anti-d series 4, lot 504700 and anti-d series 5, lot 505549 on an in-house echo. These were the lots used by the customer at the time of the complaint. The expected reactivity was observed.